Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation when turning up their stimulation. Follow up identified that the patient's ipg was explanted and replaced, resolving the issue.